Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, a ventilator service required error code relating to 'drift prox pressure too high' and an oxygen blending module (obm) failure error code relating to 'obm air flow sensor failed' were found in the device's error log. The service technician states that the sensor printed circuit assembly (pca) board was replaced to resolve the ventilator service required error and the oxygen blender pca, equipped with an oxygen sensor, was replaced to resolve the obm failure error. Additionally, periodic maintenance 2 was performed. The trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, motor blower assembly, and stirring fan foam were replaced for maintenance. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.